Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a manufacturing issue; or questionable user handling/technique during use. However, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 12/14/2022, it was reported by a sales representative via email that an ar-3653ttsp knotless 2.6 fibertak rc had a small stumpy suture. This was discovered after implanting anchor during an rcr procedure on (B)(6) 2022. Surgeon ended up cutting out the repair stitch because the repair suture could not be properly shuttled through the anchor. Additional information received on 12/14/2022: although surgeon was unable to compress the medial row with the repair stitch, case was completed with the complaint device.